Manufacturer narrative:
Investigation summary : mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Growth supplement batch number 3194441 was provided by the customer. Batch history review for growth supplement batch number 3194441 was satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. For this product, retention samples are maintained as individual components and no complete cartons were available for inspection. The complaint history was reviewed and there are no other complaints on the component of this kit. There were six retention samples for growth supplement batch 3194441. There was no visible contamination in the retention growth supplement vials. For further investigation one growth supplement retention vial was placed into 20-25-degrees celsius incubator and one growth supplement retention vial was placed into 33-37-degrees celsius incubator. At five days incubation, no growth was observed in the incubated retention vials. One photo was received to assist with the investigation. The photo showed one crimped growth supplement vial of batch 3194441 with material in solution. There were no returns received to assist with the complaint. Without the kit batch number associated with this kit, the components of this kit cannot be verified. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported before using the bd bactec mgit 960 supplement kit, fungal particles were observed in one (1) panta growth supplement bottle. There was no health impact or consequences reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. The information for the additional phone number is as follows: e.1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec mgit 960 supplement kit, fungal particles were observed in one (1) panta growth supplement bottle. There was no health impact or consequences reported.